Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the cable of the image sensor on the vsub side inside the curved part has a cut in the outer skin, so it is likely that the exposed core wire came into contact with other core wires during angle operation, causing a short circuit. As for the cause of the breakage of the outer skin, it is likely that an irregular strong load was applied to the tip, which disturbed the arrangement of the internal contents and stopped the movement of the cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the loss of image was unable to be reproduced. Evaluation did find the image had abnormal color tone, the bending section cover adhesive was chipped, the angle knob torque of the forceps elevator lever at engage exceeded the standard value due to damage on the forceps elevator lever, the video connector was cracked/deformed, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the endoeye flex deflectable videoscope had no image. There was no reported patient harm or impact due to this event.